Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood level was 325 mg/dl. Subsequently, the customer reported being fatigued. To address the bg level, the customer administered manual injections. Reportedly, the customer added insulin to the cartridge and completed the load process succesfully.